Event description:
It was reported that 6 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the orange needle caps from the syringes, the needle comes off with the cap. Stated the needle caps are difficult to remove. Stated this happened with 6 syringes so far. Lot# 9126684. Cat # 328438. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned (12) loose 0.3ml bd insulin syringes. Consumer reported the needle caps are difficult to remove. All 12 returned syringes were examined, and it was observed that 9 syringes exhibited a needle hub/shield assembly separated from the syringe; no damage to the barrel tips was observed. The 3 other returned syringes were tested to determine the shield removal force. All 3 tested syringes tested within specification. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the orange needle caps from the syringes, the needle comes off with the cap. Stated the needle caps are difficult to remove. Stated this happened with 6 syringes so far. Lot# 9126684. Cat # 328438. Date of event: (B)(6) 2020.